Event description:
While performing surgery in 2009, surgeon removed a small piece of what appeared to be plastic from an ethicon endobag - endopouch retriever; single use; 10mm. It was disclosed to the pt; evaluated by staff and physician; no injury or harm to pt; surgery otherwise successful. It appears to have been from (three months later) surgery. It was reported to ethicon on 4-27-09 and is in process of being investigated by them - it has been reported in the medical error reporting system as a "retained surgical object." Diagnosis or reason for use: davinci removal of fibroids.